Event description:
During a surgery performed in 2007 with the mis/pathfinder system, the middle extender sleeve would not attach to the screw. Representative retrieved additional sleeve from another kit. The second extender sleeve disassociated from the screw, however, the surgeon was able to complete the case as intended. There was no reported intervention or injury to the patient and no reported surgical delay.

Manufacturer narrative:
Investigation is pending.